Event description:
Information received from the field notes that during a routine pacer check, the device could not be interrogated and the message "unrecognized device" was displayed by the programmer. The magnet rate was 80 ppm and the "free running rate" was about 86 ppm as the patient was in atrial fibrillation. The last interrogation in september 1997 showed a remaining longevity of 22 months.